Manufacturer narrative:
The device or suture were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device or suture returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an angiogram interventional procedure. Reportedly, the marker lumen did not stop flowing blood even when the device was placed against the arterial wall. In addition, when advancing the knot with the knot pusher, the knot unraveled. Wire access was maintained and another proglide was attempted; however, when advancing the know it was not able to be pushed down to the artery to achieve hemostasis. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.